Event description:
It was reported that during attempted implant of the lead the helix did not retract and advance as smoothly as expected. The helix reportedly popped out and retracted in a similar manner. It was also reported that the helix dislodged. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), blood in/on the helix/lobe mechanism (sleeve head), and blood in/on the helix/lobe mechanism.